Manufacturer narrative:
Alleged failure could not be duplicated.

Event description:
Consumer alleges he was on a hill & the go go transmission as well as the brakes allegedly gave out and allegedly flipped the scooter with the consumer in it.

Event description:
Consumer alleges he was on a hill & the go transmission as well as the brakes allegedly gave out and allegedly flipped the scooter with the consumer in it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.